Event description:
Left total hip arthroplasty performed in 2000, ultilizing custom metal on metal resurfacing femoral head. Revision was performed in 2001, due to stem fracture of femoral head component.